Event description:
Date of implant: 2004. It was reported that a "setscrew backed-out at s1 right bone screw" several months after implantation of a posterior instrumentation system. The patient underwent a revision surgery for removal of the cage and replacement of the setscrews. No patient complications were reported.

Manufacturer narrative:
Device has not been returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.